Event description:
Customer reported a button error on her insulin pump. She stated the device alarmed predict low first and she could not clear it due to the buttons not working. Customer's blood glucose is 59 mg/dl. She stated she was at the beach but the device was not exposed to water or sand. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, a cracked reservoir tube, cracked reservoir tube window and a cracked case near the display window corners were noted during the visual inspection. All of the buttons functioned properly and no button error alarms were noted. However, moisture damage was noted on the keypad traces.